Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The nurse reported via phone call that the customer was hospitalized due to high blood glucose. The customer's blood glucose was 507 mg/dl at the time of incident. The customer's blood glucose was 166 mg/dl at the time of call. The nurse stated that the customer was nauseous and vomiting. The nurse stated that the customer was wearing the insulin pump during hospitalization. The nurse stated that the drive support cap appeared normal. The nurse performed troubleshooting and found that the bolus wizard was programmed inaccurately. The nurse declined to perform high pressure test. The insulin pump will not be returned for analysis.